Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg did not charged and was no longer functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg did not charged and was no longer functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.